Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) got loose during surgery. Additional information has been requested.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The locking mechanism is difficult to close and has rotational movement in its swivel lock assembly and a residue buildup is present. To resolve the issues, the skull clamps internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and it meets manufacturers specifications. Root cause - the complaint is confirmed via inspection of the unit. The unit needed replacement of worn internal parts and cleaning due to routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement or slippage of the skull clamp. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.